Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure of upgrading pacemaker to cardiac resynchronization therapy defibrillator (crt-d), when accessing the coronary sinus with the guide catheter at some point the catheter most likely caused a perforation and pericardial effusion that was treated with a pericardiocentesis. The guide catheter was removed. No further patient complications have been reported as a result of this event.